Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision recommended, asr xl acetabular system- right, reason(s) for revision: unknown. Update: hospital, date and reason for revision received (B)(6) 2012. Reason(s) for revision: component loosening (queried which part with (B)(6)). Update: received confirmation re loosening, (B)(6) 2012. Nb. Femoral component loosened (stem). Update (B)(6) 2015: implant date, correct loosened component (head), requested stem details.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr xl acetabular system- right. Reason(s) for revision femoral component loosened (stem).